Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/30/2021. H.6. Investigation: customer returned (7) loose 3/10cc, 6mm syringes. Customer states that they are unable to remove needle shields. All returned syringes were tested to determine the shield removal forces. All removal forces fall within specification. Also, the hub assembly did not separate from the barrel when the shield was removed. No defects were observed on any of the returned samples. A review of the device history record was completed for batch # 0279520 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that 6 bd insulin syringes with bd ultra-fine¿ needles experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported, he cannot remove needle shields on some syringes stated, when he is able to remove needle shield, needle hub separates. 6 syringes affected. Lot: 0279520. Catalog: 324910. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd insulin syringes with bd ultra-fine¿ needles experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported, he cannot remove needle shields on some syringes stated, when he is able to remove needle shield, needle hub separates. 6 syringes affected: lot: 0279520, catalog: 324910, date of event: unknown.